Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported "alarms not working" which was reproduced as a system error 345 alarm while running a loaded set. System error 345 alarms were verified through a review of the event history log on the final day of customer use in the log and found to be caused by a failed upstream thermistor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced alarms "not working". There was no patient involvement. No additional information is available.